Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via a ipsilateral femoral approach. The 100% stenosed denovo lesion was located in the moderately tortuous and severely calcified left popliteal tibial artery. A 1.5mm x 20mm x 142cm sterling es otw balloon catheter was advanced for pre dilation. Difficulty crossing the lesion was encountered however, the device was able to cross the lesion. During the first inflation a balloon rupture occurred at 4 atms within 3 seconds of balloon inflation. The balloon catheter was removed intact and post dilation was performed with a 1.5-20mm sterling es otw balloon catheter. No patient complications were reported and patient's status is good.